Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A back extruded staple was observed and the pusher was damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the back extruded staple may occur when a thick tissue or obstacle has been incorporated in the jaws during application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic hepatectomy for liver transplantation, the surgeon opened the jaw of device and tried to pull out the device from the stapled site after firing to ligate portal vein of liver but he found that the poor formation staples were made. Some of the staples were hooked between cartridge and tissue. So, he used endo shear to cut the two malformed staples to pull out device from the staple site safely. There was staple line incomplete at central and he did reinforced suture with vicryl to fix the staple line. No injury to the patient as a result of the event. Patient status: alive - no injury.